Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2005 the patient was implanted with rhbmp2. Post op- the patient complaints of pain and the bmp damaging the patients nerves. It was reported that the patient was unable to do anything due to the disabling effect of the bmp.